Event description:
It was reported the machine has intermittent issues, with losing signal error warnings screen freezes mid insertion printers say out of paper when they're not, error message also comes up saying communication with printer not available. Both devices now have two have the connectors pinched whilst running the procedure otherwise loss of connection from the lead. The area pinched is the lead connector over the brass connectors on the device itself.

Manufacturer narrative:
. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.